Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. No pictures were provided. We have no remaining inventory of either material/batch. A check of quality, production, and maintenance records for both batches revealed no deviations in relation to the reported error. The cause of the event cannot be determined.

Event description:
Customer states tubes have been underfilling and are being rejected by the lab. Venipuncture is being performed via straight needle or winged infusion sets. Collections with winged infusion sets have utilized a waste tube prior to the na citrate tube.